Event description:
The customer called and reported that the buttons on the insulin pump were not working and numbers were scrolling without input. Customer's blood glucose was 180 mg/dl. It was stated that the insulin pump appeared to have moisture damage and a foggy screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump had moisture damage on electronics noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.